Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) shut down. The bme reports that they have attempted to restart the cns, but the unit is stuck at the cns splash screen and does not finish the boot up sequence. No patient harm was reported. Nihon kohden technician had the bme un-seat one of the hard drives (hdd) and boot up on one hard drive and when the bme tried this the cns boots up as it should, issue resolved.

Event description:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) shut down. The bme reports that they have attempted to restart the cns, but the unit is stuck at the cns splash screen and does not finish the boot up sequence. No patient harm was reported. Nihon kohden technician had the bme un-seat one of the hard drives (hdd) and boot up on one hard drive and when the bme tried this the cns boots up as it should, issue resolved.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) shut down. The bme reports that they have attempted to restart the cns, but the unit is stuck at the cns splash screen and does not finish the boot up sequence. No patient harm was reported. Nihon kohden technician had the bme un-seat one of the hard drives (hdd) and boot up on one hard drive and when the bme tried this the cns boots up as it should, issue resolved. Investigation summary: investigation determined that one of the harddrive(s) was likely corrupted caused by the power outage at the facility. The reported issue does not require further investigation through corrective action and or preventative action (CAPA) since the issue was caused by factors outside of nihon kohden control, power outage at facility. This does not suggest nk device deficiency/malfunction.